Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2003 and (B)(6) 2014, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of gore mesh due to erosion, unincorporated mesh, serous fluid collection between the two layers of mesh, extensive adhesions adherent to gore mesh and incorporated to the small bowel, chronic abdominal pain, hernia defect repaired with placement of new mesh. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2011: (B)(6) hcs. (B)(6) , md. Office notes. Presents for recurrent hernia in umbilical area; had repair of this hernia with mesh many years ago. Since, has had a hartmann procedure for perforated diverticulitis and a colostomy takedown (B)(6) 2011. Splenectomy as a child. Hernia showed up after most recent surgery in (B)(6) 2011. Getting larger and somewhat bothersome. Works construction and does some lifting, but this has been limited. Denies obstructive symptoms, hernia always reducible. Located superior to umbilicus and to right of midline incision. Colonoscopy within last 4 years; normal with some diverticulosis. Exam: noted midline incision running the length of abdomen. On palpation, no obvious hernia defects identified along its length. Hernia defect noted approximately 3 to 4 cm in diameter above the umbilicus and to right of midline incision. My suspicion is hernia associated with last surgery rather than a recurrence of umbilical hernia repair. Also, possible he has multiple small hernias along the length of incision. Impression: ventral incisional hernia, supraumbilical; mildly symptomatic. Obesity, multiple previous abdominal surgeries, chronic back and neck pain. Plan: wishes to have surgery to repair hernia. Discussed laparoscopic versus open; I believe laparoscopic repair would be beneficial if it can be done. Had multiple previous abdominal surgeries making laparoscopic entry more difficult; repair and recovery likely better with laparoscopic approach. Will attempt laparoscopic repair, convert to open if needed. Wishes to proceed as soon as possible. On (B)(6) 2011: (B)(6) hcs. (B)(6) , crna. Anesthesia record. Asa class: 3. Implant procedure: laparoscopic ventral hernia repair. Laparoscopic lysis of adhesions. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/8458360, 15cm x 19cm x 1 mm] implant date: (B)(6) , 2011 (hospitalization (B)(6) 2011). On (B)(6) 2011: (B)(6) hcs. (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Anesthesia: general. Findings: approximately 9 x 6 cm fascial defect in the region of the umbilicus containing mesenteric fat. Brief description of procedure: ¿the patient is a 57-year-old male with a prior history of multiple previous abdominal surgeries who presented with a symptomatic ventral incisional hernia in the midabdomen. After obtaining appropriate informed written consent, the patient was taken to the operating room for laparoscopic repair of his ventral incisional hernia. Preoperative antibiotics and dvt prophylaxis was administered per protocol. Scds were placed on bilateral lower extremities. The patient was placed in the supine position and general endotracheal anesthesia was administered without any complications. The patient¿s abdomen was prepped and draped in the usual sterile fashion. We made a small, approximately 5 mm, transverse incision in the region of the left upper quadrant and attempted to insert a veress needle to achieve pneumoperitoneum. However, after several attempts at passing the needle in this region, we were unsuccessful at obtaining pneumoperitoneum. We therefore made another small transverse incision in the right of the right upper quadrant and attempted to obtain pneumoperitoneum once again with a veress needle and were successful. Once we achieved the pneumoperitoneum, we extended the incision in the right upper quadrant to an approximately 1 cm insertion by which we inserted a 5 mm laparoscopic port. We then inserted the camera through this port and visualized the intraabdominal contents. There were multiple adhesions of the omentum to the anterior abdominal wall noted, especially in the midabdomen. We inspected the region of the left upper quadrant including the stomach and the intestine and did not find any injury to the internal organs in the left upper quadrant nor any bleeding. We made two additional incisions in the right lateral abdomen by which two 5 mm ports were inserted. We then used the laparoscopic instruments, including the ligature device, to perform a lysis of adhesions of the omental attachments to the anterior abdominal wall. This was done very carefully to prevent injury to the bowel. There was noted to be a small amount of omental fat that was trapped within the midline ventral incisional hernia defect. However, there were no bowel loops contained within the hernia defect. All the visible bowel appeared viable. Once all the adhesions were taken down, we inspected the defect and measured it to the approximately 9 x 6 cm in dimension. We then proceeded to perform our laparoscopic hernia repair using mesh. The mesh that was selected was a dual mesh approximately 18 x 14 cm in dimension and oval shaped. We then placed four separate gortex sutures at the four corners of the mesh in preparation to secure it to the anterior abdominal wall fascia. The mesh was then inserted via the 12 mm laparoscopic port site. Prior to doing this we converted one of the 5 mm port sites in the right lateral abdomen to a 12 mm port site by extending the incision. The mesh was also marked in order to help with orientation prior to insertion into the peritoneal cavity. The smooth side of the mesh was placed against the intraabdominal contents including bowels. The serrated surface was placed against the anterior abdominal wall. The mesh was then secured to the anterior abdominal wall fascia by using a suture passer device and tying down the suture. We then proceeded to pass the mesh circumferentially using the spiral metallic tacking device with the spiral tacks separated approximately 1-2 cm in the interspaces. Prior to doing this we did reduce the itnraabdominal pressure down to approximately 8 mmhg. Upon completion of the tacking the mesh appeared to lay flat against the anterior abdominal wall without any significant curled up edges. The mesh was noted to cover the ventral incisional hernia defect and extend beyond its edges for at least 4 cm circumferentially. This concluded the ventral hernia repair and we removed the laparoscopic ports under direct visualization. The 12 mm port site was then closed using a figure-of-eight 0 silk suture. All the port sites and small incisions for the suture passer device were closed using interrupted 4-0 vicryl sutures. Steri-strips were placed on top of all the incisions as well as sterile band-aids. The patient tolerated the procedure well without any complications. Instrument and sponge count was correct at the end of the procedure. Dr. (B)(6) was scrubbed and present throughout the entire duration of the procedure.¿ ebl: less than 50 ml. Drains: none. Specimen: none. Complications: none. ¿the patient tolerated the procedure well and was extubated and taken to the recovery room in stable condition.¿ addendum: ¿I was present and participated in the procedure and agree with the note as written.¿ on (B)(6) 2011: (B)(6) hcs. Implant record. Item: mesh, biological. Sterility expiration date: july 2013. Vendor: bard. Model: 1dlmcp04. Lot/serial number: (B)(6) . Size: 15 x 20. Quantity: 1. Addendum: the item filed was changed from mesh, biological 15 x 20 to mesh, dual mesh 15 x 19. The size field was changed from 15 x 20 to 15 cm x 19 cm x 1 mm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/8458360) was implanted during the procedure. Relevant medical information: on (B)(6) 2011: (B)(6) hcs. (B)(6) , pa-c; (B)(6) , md. Discharge summary. Diagnosis: ventral incisional hernia. 57-year-old male noted a hernia several months ago; no associated pain, nausea, vomiting or changes in bowel habits. Although not causing symptoms, wanted it surgically corrected for ¿peace of mind.¿ previous umbilical hernia repaired with mesh 5 years ago. Weight 219 lbs. Abdomen mildly distended, nontender, diffuse erythema across entire abdomen without warmth or tenderness; may represent mild skin reaction to the mesh or abdominal binder. Incisions clean/dry/intact. Admitted following surgery; abdominal pain following surgery and fentanyl patient-controlled analgesia discontinued, hydromorphone ordered and had better pain control. Abdominal incision clean and dry with abdominal binder. Passed flatus, clear liquid diet started. Two small bowel movements, diet advanced and tolerated well. Discharged home with wife. No special diet, up as tolerated, stable. On (B)(6) 2011: (B)(6) hcs. (B)(6) . Radiology ¿ abdomen x-ray. Findings: distention of both small and large bowel with air-fluid levels seen; could represent paralytic ileus or early small bowel obstruction. Multiple small springlike devices possibly from previous mesh repair of hernia in lower central abdomen. Impression: nasogastric tube tip in fundus of stomach. Findings suggestive of paralytic ileus or small bowel obstruction. On (B)(6) 2011: (B)(6) hcs. (B)(6) . Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal pain status post ventral hernia repair. Impression: appears to have been partial left hemicolectomy. Findings suggest repair of anterior abdominal wall ventral hernia. Large fluid collection with adjacent subcutaneous stranding. Distended small bowel with normal regular mucosal pattern with proximal and distal transition zones suggesting small bowel obstruction. On (B)(6) 2011: (B)(6) hcs. (B)(6) , md, jd. Radiology ¿ abdomen x-ray, 2 views. Indication: possible bowel obstruction. Impression: the supposed post-operative mesh artifact again seen centrally along the midline of lower abdomen and pelvis. No differential air-fluid level pattern seen although one mildly dilated left upper quadrant small bowel loop remains. No definite free air. On (B)(6) 2011: (B)(6) hcs. (B)(6) , pa-c; (B)(6) , md. Discharge summary. Diagnosis: partial bowel obstruction, constipation, postoperative abdominal seroma. Medical history: asthma, obstructive sleep apnea. Status post laparoscopic ventral hernia on (B)(6) 2011; developed constant diffuse abdominal pain, nausea and vomiting for one week; ¿violent¿ emesis on (B)(6) . Constipation for one week; last bowel movement a week ago. Had chills and sweats; did not take temperature. Admitted to general surgery team, intravenous fluids initiated, patient-controlled analgesia for pain, nasogastric tube inserted. Blood cultures negative, CT showed anterior abdominal fluid collection; needle aspiration performed and cultures negative. On bowel rest; serial CT showed improving small bowel obstruction. Diet advanced as tolerated after nasogastric tube removed. White blood cell counts elevated; downward trend as obstruction improved. Ambulating in halls, tolerating advancing diet of low residue foods. Discharged home. Oxycodone for post-surgery pain, docusate while using narcotics, follow up with dr. (B)(6) for chronic pain, follow up general surgery clinic (B)(6) 2011. Low fiber diet, up as tolerated, restrict lifting to no more than 20 lbs. And no pushing or pulling for 14 days. On (B)(6) 2012: (B)(6) hcs. (B)(6) , rrt. Consultation. Diagnosis: bronchitis. On (B)(6) 2013: (B)(6) hcs. (B)(6) , md. Radiology ¿ abdomen x-ray, 3 views. Indication: generalized abdominal pain, history of perforated bowel and mesh for umbilical hernia. Impression: numerous prominently distended loops of air-filled small bowel with several mildly differential air-fluid levels on upright views. Air within colon and rectum. Concerning for high-grade small bowel obstruction versus ileus. Postsurgical changes ventral hernia repair. On (B)(6) 2013: (B)(6) hcs. (B)(6) , md, jd. Radiology ¿ abdomen x-ray, 3 views. Indication: abdominal pain, chills. Impression: no free air. Still evidence of small bowel obstruction, however partial decompression achieved as compared to (B)(6) 2013. On (B)(6) 2013: (B)(6) hcs. (B)(6) , crna. Anesthesia record. Asa class: 3e ¿ emergency. On (B)(6) 2013: (B)(6) hcs. (B)(6) , md; (B)(6) , md. Operative report. Procedure: diagnostic laparoscopy, enterolysis. Indications: mr. (B)(6) had been admitted to the surgical service for 48 hours with a partial small bowel obstruction. He failed to regain bowel function with nonoperative management, and was having increasing abdominal pain; thus, was taken to the operating room. Attending surgeon: (B)(6), md. Dr. (B)(6) was scrubbed and present throughout the entire procedure. Estimated blood loss: 25 ml. Anesthesia: general. Findings: extensive adhesions of small bowel to the mesh in the midline, as well as laterally to mesh tacks. Area of transition point of scarring in the left mid abdomen, near to previous colostomy incision, and associated scarring. Question of colonic diverticulosis, previous diverticulitis contributing to scarring in the area of the left colon. Details of procedure: ¿informed consent was obtained. The patient was taken to the operating room, draped and prepped in the usual sterile fashion. Access to the abdomen was obtained via a right upper quadrant veress needle. A 5-mm port site was placed. Insufflation was initiated with normal pressures. On initial surveillance of the abdomen, the access was atraumatic. There were, however, extensive adhesions throughout the rest of the abdomen, particularly the midline, adherent to the mesh. These adhesions incorporated the small bowel. Careful enterolysis was undertaken with use of hot scissors, as well as the harmonic. This took some time. There were no enterotomies made. After taking down the midline adhesions, an area of transition point could be appreciated in the left mid abdomen. The bowel did appear to be dilated proximally to this point. This area was also carefully freed. It seemed to involve the colon, as well. There were some tacks noted from the mesh tacking devices that had fallen into this area. It was unclear if it was scarring associated with the anastomosis, or previous diverticulitis, or the tacks. Eventually the small bowel was run from the ligament of treitz down to the ileocecal valve. Major adhesions had been adequately lysed. At this point, insufflation was stopped, and the trocars were removed under direct vision. Ultimately, four 5-mm port sites had been placed in the right lateral abdomen. The patient awoke from anesthesia without complication, and tolerated the procedure well.¿ addendum: ¿I was present for this case helping as needed. I concur with the note as written. A final ~1 cm adhesion to the colon where dr. (B)(6) references mass and/or inflammation was partially dissected then left in place. I could not safely know that there was a plant between the 2 structures and if there was an underlying diverticula. We had gone past the transition point at this time and further dissection was not totally necessary.¿ on (B)(6) 2013: (B)(6) hcs. (B)(6) , pa-c; (B)(6) , md. Discharge summary. Diagnosis: small bowel obstruction with adhesions. Presented to emergency department with 3-day history of periumbilical pain, nausea/vomiting with 4 to 5 episodes of emesis. No diarrhea or constipation. Admitted under care of surgery team for abdominal pain, small bowel obstruction, leukocytosis. Weight 233.8 lbs. Abdomen soft, minimally tender, incisions clean/dry/intact. Intravenous fluids initiated, nothing by mouth, nasogastric tube inserted, started on zosyn. Surgery team discussed exploratory laparotomy versus conservative management with veteran and wife; they chose trial of non-operative management. Serial abdominal exams performed. Hospital day 2, feeling better, less bloated, but with shooting abdominal pain; passing flatus, no bowel movement. Zosyn discontinued. Morning of hospital day 3, pain increased, had not passed flatus since day before. It was felt partial bowel obstruction not complete; scheduled for surgery that day. Postoperative day 1, feeling better, passing flatus, tolerating sips and ice chips. Complained of pain left lower quadrant; during surgery mass was seen in left lower quadrant which could represent diverticulitis left colon. White blood cell counts increasing following surgery; started intravenous ciprofloxacin and metronidazole. Feeling better each day. Started on home morphine regimen, regular diet. Discharged on postoperative day 5. Discharge to motel in (B)(6) for one night, then travelling home to (B)(6) with wife. Return to clinic in 2 weeks, regular diet, up as tolerated, stable. On (B)(6) 2013: (B)(6) hcs. (B)(6) , md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal pain. Impression: nonspecific mild mesentery fat stranding and minimal trace fluid, more pronounced in lower abdomen. Near surgical anastomosis between descending and sigmoid colon are few prominent diverticulae without definite inflammation. Diverticulitis cannot be entirely excluded. Nephrolithiasis. On (B)(6) 2013: (B)(6) hcs. (B)(6) , md. Radiology ¿ abdomen x-ray, 2 views. Indication: abdominal pain. Impression: no evidence for perforation or small bowel obstruction. On (B)(6) 2013: (B)(6) hcs. (B)(6) , md. Discharge summary. Diagnosis: diverticulitis. History of gastroesophageal reflux disorder. Came in with shaking, diarrhea. Previously hospitalized for small bowel obstruction, was on antibiotics. Had early diverticulitis signs on CT, given intravenous ciprofloxacin and flagyl; improved. Leukocytosis improved. Did not have fever. Surgery consulted; no urgent surgical issues. Tolerated diet. Discharged on ciprofloxacin and flagyl. Diet high in fiber, up as tolerated. On (B)(6) 2013: (B)(6) hcs. (B)(6) , md. Procedure report. Preoperative diagnosis: abdominal pain. Postoperative diagnosis: mild antritis, small sliding hiatal hernia, polyp ascending colon, diverticulosis, patent anastomosis at 25 cm. Procedure: colonoscopy/esophagogastroduodenoscopy/biopsy gastric mucosa/colon polypectomy. On (B)(6) 2013: (B)(6) hcs. (B)(6) , pa-c. Office notes. Here for medication review; tired of feeling nauseated all the time. Has started adjusting all his own medications over past few weeks. Taking morphine every day and doesn¿t think that is making him sick. Weight 222.6 lbs. On (B)(6) 2014: (B)(6) hcs. (B)(6) , pa-c. Office notes. Post-hospital re-check for acute small bowel obstruction. States doing well. Currently using morphine sa every 8 hours and morphine ir every 4 hours. Impression: status post acute small bowel obstruction ¿ strongly suspect secondary to morphine use. Plan: decrease morphine ir, encouraged to use other pain techniques. On (B)(6) 2014: (B)(6) hcs. (B)(6) , md. Procedure report. Indication: follow-up colon polyps. Procedure: colonoscopy. Findings: sessile small polyp in cecum, sessile small polyp in ascending colon, mild diverticulosis in sigmoid colon. On (B)(6) 2014: (B)(6) hcs. (B)(6) c-fnp. Office notes. Weight 208.1 lbs. History of recurrent small bowel obstruction with adhesions-pending surgery to remove scar tissue. Surgical history: splenectomy 1966, exploratory laparotomy for bowel perforation 2009, hernia repair with mesh 1993 and 2012, partial colon resection with colostomy and reversal 2013. Chronic mild abdominal pain from scarring. Explant procedure: exploratory laparotomy. Extensive lysis of adhesions. Removal of the erosive mesh. Implantation of the new mesh utilizing proceed mesh. Size of mesh was fashioned approximately 12 inches x 6 inches. Cholecystectomy. Explant date: (B)(6) 2014 (hospitalization [ni] [not indicated]) on (B)(6) 2014: (B)(6) hospitals. (B)(6) , md. Operative report. Preoperative diagnosis: chronic abdominal pain. History of chronic small bowel obstruction. History of multiple abdominal surgeries as described in history and physical. Postoperative diagnoses: extensive intraabdominal adhesions. Mesh erosion and serous fluid collection between the 2 layers of mesh that was not incorporated or scarred down so this mesh has to be removed. Anesthesia: general. Fluids: see anesthesia report. Estimated blood loss: minimal. Complications: none. Indications for surgery: mr. (B)(6) is a 60-year-old man who had multiple abdominal surgeries in the past. He had at least 6 laparotomies in the past. He had a previous also hernia repair done with mesh implantation that was done in 1992 and last one was 2012. Since then, patient had multiple abdominal complaints with chronic pain and partial small bowel obstructions. The patient¿s last hospitalization was a couple months ago. Patient was hospitalized for that, and the has recovered from this. Patient was discussed surgical options, rationale for surgical options. I did send him to (B)(6) to have these complex abdominal surgical issues to be addressed there, but his insurance did not approve so we decided to have the surgery done here. We discussed type of surgery including exploratory laparotomy and possibly remove the old mesh, lysis of adhesions, partial bowel resections, things like that. We discussed surgical risks, benefits, and complications in detail. The patient has agreed to undergo surgery. Description of procedure: ¿patient was brought in to or table comfortable supine position. General anesthesia was initiated. Endotracheal tube was placed without problems. Patient¿s abdomen was prepped in the usual sterile technique using duraprep. Or towels and drapes were placed in the usual fashion. At this point, timeout was called. After confirmation was made, the surgery was commenced. The patient had a large midline incision I utilized to enter the abdomen. The patient had all the scar tissues there was thickened, this was removed using #15 blade and then fascia and subcutaneous tissue was divided and the fascia opened up. Upon entering mid abdomen, there was a large, thickened mesh noted. Mesh actually had 2 layers components to it and between the 2 layers components the mesh was eroded and between the 2 layers component there was serous fluid collected. Mesh itself was note completely scarred or fibrosed so that this has been removed. Once I removed the mesh, the abdominal fascia defect was at least 3 inches diameter. There were some adhesions noted, the small bowel to abdominal wall musculature. This was carefully taken down. There were a lot of adhesions between the small bowel loops. I did not remove most of the scar tissue. Once the small bowel and omentum was detached from abdominal wall, I was happy with that. I did not take entire adhesions between the small bowel loop. Once the small bowel and omentum was detached from the abdominal wall I carefully examined the defect. I carefully separated the preperitoneal tissues from the abdominal wall musculature and also the fatty tissue was separated from the anterior abdominal wall musculature fascia. I decided to place proceed mesh. I initially picked up the 12 x 12 inch proceed mesh. This was fashioned appropriate 12 x 6 inch and then the mesh was incorporated underlay technique above the peritoneum. Then circumferentially with 0 prolene sutures circumferentially sutured down to the abdominal wall musculature. Before the final stitch was thrown, I left a #7 jp drain in the pelvic area and then once the proceed was gently underlaid, then the fascia was reapproximated with 0 vicryl sutures. Then I left two 7 jp drains above the mesh and 2 jp drains were brought out both lower quadrants abdominal wall through different stab incisions. Then, skin was closed with 3-0 vicryl sutures and the stapling device. Jp drain was secured with 3-0 nylon sutures. Ebl was minimal. Complications none. At the end of the case, all the sponge counts, needle counts, and instrument counts were correct. The patient was awakened, extubated, in the or, transferred to recovery in stable condition. Please note that in addition to this, the patient¿s gallbladder was quite chronically diseased. I did a dome-down technique of cholecystectomy. Once the gallbladder was taken down to triangle of calot, cystic duct and cystic artery were carefully dissected out and ligated separately with 3-0 silk sutures and also in addition to 3-0 vicryl 3-0 silk suture ties. I reinforced with 10 mm clips on the cystic duct. Gallbladder specimen was sent for permanent pathology.¿ on (B)(6) 2014: (B)(6) hospitals. Implant sticker. Proceed surgical mesh. Relevant medical information: on (B)(6) 2015: (B)(6) hcs. (B)(6) , fnp-c. Office notes. Extensive history of recurrent bowel obstruction, chronic abdominal pain since (B)(6) 2014. Records indicate underwent adhesiolysis mesh replacement and cholecystectomy; improvement in abdominal pain. Quit smoking in 1999 with 20 pack per year history. Due to history of recurrent severe bowel obstruction and for safety, advise against re-initiation of opioids for pain management as common side effect is constipation and intestinal blockage. On (B)(6) 2015: (B)(6 )hcs. (B)(6), md. Office notes. Opioid dependence; in remission. Weight 235 lbs. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.